Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2015; 4076 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) however when the device was interrogated, there were no episodes detected and no therapy delivery. The right ventricular lead sensitivity was reprogrammed. During the sensing test, the patient's blood pressure dropped so the test was stopped. The patient then experienced vt again - with no therapy delivery. The lead was reprogrammed and then the device detected the vt and delivered therapy, terminating the vt. It was then reported the lead was oversensing t waves, so it was reprogrammed to eliminate the oversensing. The information was discussed with the cardiologist to develop and plan of action, and the device and lead remain in use. No further patient complications have been reported as a result of this event.